Event description:
It was reported by the customer that a pyxis ciisafe es system had a printer and bio ID was not working. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the printer and bio ID was not working. A technical support specialist rebooted the cii safe system to resolve the issue.. The system functioned as intended after the technical support specialist troubleshooted the device.